Manufacturer narrative:
(B)(4). The battery was investigated by a mcp service technician. A battery run time test was performed on the unit, which it passed. Out of caution, the battery was replaced. A functional check and safety test of the device was performed. The device was returned to the perfusion department. The customer was instructed to keep the pump plugged in for at least 8 hours, to ensure a full charge of the battery, and the device was safe to use, thereafter. Based on this a confirmation of the failure "battery is not holding charge" is not possible. Based on these results and the information available at this time the battery in question operated within mcp specifications. The cause of this failure was determined to be attributed to a device related malfunction. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
"It was reported that the battery is not holding the charge during a procedure. The device was left on the patient and plugged into ac power outlet. Therapy continued without interruption. Later, the perfusionist took the device in question from the patient, and exchanged it for another device." Reference: (B)(4).